Event description:
The autopulse system was deployed on a pt. The system was operated for approximately 45 minutes when the cca broke at the dowel pin. The code had already been called, so no manual CPR was initiated.